Event description:
Dexcom g6 inaccuracy: 7:32am g6 reading 136, finger stick reading is 110. That is an 23.6%. So, I hear dexcom g6 has new "sensing" capabilities, to detect ketones, just what all us type 1 diabetics needed! What a joke. Instead of improving accuracy in their (profanity) system, or reducing that 26% failure rate, dexcom is investing in a new "sensor" technology that doesn't help the average diabetic at all! How out of touch is this company? Complete failure of human beings running dexcom. Dexcom g6 sensor failure after 7 days! Dexcom does not follow up on product support requests and refuses to replace these faulty sensors which fail before 10 days. And now with the new g8 they have been working on, they developed new "ketone" sensing technology, instead of actually improving their product, and no one cares or holds these scammers accountable. Shame on you and all your kin, (profanity) you and your entire lineages souls whoever so reads this. Activated on (B)(6) 2026.